Event description:
It was reported that for the farawave procedure, there was presence of bubbles in the irrigation system of the farawave catheter, in the form of glitter. No patient complications were reported. The device was received for analysis. It was further reported that during preparation for the farawave procedure, for paroxysmal atrial fibrillation, when flushing the catheter there was presence of bubbles in the irrigation system of the farawave catheter, in the form of glitter, no air was seen in the sheath. There was no leaking reported. Air was observed during preparation of the catheter, and nothing was in the sheath. A pressure bag was used with a flow rate of one drop per second. The catheter never entered the patients body, and a new catheter was used to complete the procedure. No patient complications were reported. The device was received for analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Upon receipt at our post market quality assurance laboratory, the farawave catheter was analyzed. Visual inspection revealed that there was potential adhesive in the flush tubing. Also, the flush tubing was broken from the luer. Functional testing was performed, deployment was tested multiple times, and deployment to basket and flower was functional with no unusual resistance noted. Flushing through the irrigation port was tested. During irrigation, a leak was observed in the luer of the catheter. The catheter was dissected for further inspection. It was revealed that the flush tubing was broken from the luer. Microscopic inspection revealed separation between the flush tubing and the luer.

Event description:
It was reported that for the farawave procedure, there was presence of bubbles in the irrigation system of the farawave catheter, in the form of glitter. No patient complications were reported. The device is expected to be returned. It was further reported that during preparation for the farawave procedure, for paroxysmal atrial fibrillation, when flushing the catheter there was presence of bubbles in the irrigation system of the farawave catheter, in the form of glitter, no air was seen in the sheath. There was no leaking reported. Air was observed during preparation of the catheter, and nothing was in the sheath. A pressure bag was used with a flow rate of one drop per second. The catheter never entered the patients body, and a new catheter was used to complete the procedure. No patient complications were reported. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.